Event description:
Customer reported issues with the insulin pump. Customer states that there are no intermittent responses by button press. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. Insulin pump received with cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip, belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.